Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer declined to provide additional information regarding the issue.